Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Based on all available evidence and complaint investigations of a similar nature, the single occurrence of a watchdog alarm system fault 218 was determined to be a transient fault triggered by the device to restore stability to the device system. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf218, however, performance testing was unable to reproduce the device fault. The device met all of the service tests requirements. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board error. There was no patient injury reported as a result of this incident.